Event description:
The customer reported being hospitalized due to high blood glucose of 300 mg/dl. The events leading to her admission was chest pain, nausea, and dizziness. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.